Manufacturer narrative:
The reported event is confirmed, cause unknown. A bd purewick urine collection system and external power cord were returned. There was light and sound indicating function. Once the device was opened up, there was slight residue on the base and the rim. Further inside, there was heavy residue and corrosion on the returned pcba. There was also a mild amount of red and orange residue in the inner tubing next to the motor. The device failed with a value of 0.799 slpm with the returned pcba and battery. The device failed with a value of 0.771 slpm with the in-house pcba and returned battery. The device failed with a value of 0.777 slpm with the in-house pcba and battery. Potential causes of the failure are user does not follow instructions or is unaware that the canister is full/ inadequate component selection component deterioration. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: the purewick¿ urine collection system is to be used with purewick¿ external catheters which are intended for non-invasive urine output management. Contraindications for use: do not use the purewick¿ urine collection system with purewick¿ external catheters on individuals with urinary retention. Safety and warnings: always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. Note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. Disposal. The purewick¿ urine collection system and accessories may be a potential biohazard. Clean and disinfect the purewick¿ urine collection system and accessories before disposal. Handle in accordance with accepted medical practice and applicable local and federal regulations. The purewick¿ urine collection system (pw100 and pw200) contains electrical and/or electronic equipment, and the pw200 product contains a lithium-ion battery that must be disposed of per local laws and regulations." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system had water backing up into tubing. Per follow up via phone on 27jun2023, it was reported that the customer experienced very weak suction from the initial device. Customer stated that her mother was wet 3 nights in a row. Customer performed troubleshooting and the device failed. Customer has received replacement unit and it was working perfectly. Per sample form received on 02aug2023, it was reported that the system was purchased in spring 2022, and the patient was tested positive with urinary tract infection and used antibiotics. The purewick failed to suction, the bed was soaked for 3 days. They did the water test but not all the fluid was absorbed. They replaced the tubing and container kit but the problem still persisted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick urine collection system had water backing up into tubing. Per follow up via phone on 27jun2023, it was reported that the customer experienced very weak suction from the initial device. Customer stated that her mother was wet 3 nights in a row. Customer performed troubleshooting and the device failed. Customer has received replacement unit and it was working perfectly. Per sample form received on (B)(6) 2023, it was reported that the system was purchased in (B)(6) 2022, and the patient was tested positive with urinary tract infection and used antibiotics. The purewick failed to suction, the bed was soaked for 3 days. They did the water test but not all the fluid was absorbed. They replaced the tubing and container kit but the problem still persisted.